Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Insulin pump was tested with no audio/beep anomaly noted. Pump received with cracked reservoir tube lip and severely scratched display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 76 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.